Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient programmer (pp) was unable to power up; the patient said the pp won't turn on and added that they saw a picture with a doctor on the screen and now the pp screen was blank. The patient called back and stated that the pp had not connected to the ins since last night and reported seeing a doctor face on the screen but did not recall a code. When the patient tried to connect on the day of the report, they were getting poor communication with and without the antenna. The patient did not have the recharger with them to verify if the ins battery was depleted. The patient stated that they charged the ins on sunday (B)(6) 2018 and they usually go 2-3 weeks between charging. The patient said they did not feel stimulation since (B)(6) 2018. The patient stated they will be able to try to connect with the recharger tomorrow and they will call back if the ins was charged and the programmer was still not connecting. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.